Event description:
It was reported that the patient had gel-one injection late last year. She broke out after receiving the injection and had to go to a wound clinic for treatment. No further information is available at the time of this report.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient had a big ugly sore on her right knee. No additional patient consequences were reported.